Manufacturer narrative:
The surgeon did not believe the patient's condition warranted revision initially. The patient was ultimately revised four months post-operatively however, the company was not notified until two months later ((B)(4) 2013) and hence the MDR is now being filed. Unfortunately, the device was inadvertently discarded by the hospital and as a result, is unavailable for evaluation. The manufacturing and inspection records for the part were reviewed and no discrepancies were found. The material certificates for the lots of material used to manufacture the implant was also reviewed and all chemical and mechanical properties were within specification. The two-week x-rays were reviewed however, we were unable to determine a definitive root cause of the set screw back-out. Additional films were requested but have not been made available. Possible causes of set screw back out have been reviewed with the surgeon but no definitive conclusions could be drawn. The patient has been revised with the everest system and is reportedly progressing nicely at this time. Incidents of this nature will continue to be monitored. Hospital discarded the device.

Event description:
Denali set screw backed out approximately 2 weeks post-operatively. Condition did not warrant revision initially however,the patient was ultimately revised approximately four months post-operatively.